Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned no investigation could be performed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had an administration set that was leaking at the filter. Mmdg did attempt to gather more information about the complaint, however, the initial reporter stated that they were unsure when the leak started, that the administration set was changed when the leak was noticed and that there had been no adverse effects related to the complaint. [(B)(4)].